Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that prior to implant, the device was interrogated and the longevity estimator bar suggested that the device was suitable for implant. The device was not immediately implanted due to a change in the type of lv (left ventricular) lead. Later the device was re-interrogated and the longevity estimator bar was grey with pre-implant indication. The device was put back on a warm storage shelf, and it was noted that the air temperature in the lab was cool. Within a few days, the device was re-interrogated again, with the longevity estimator bar showing green and the battery voltage having recovered. The device status is unknown at this time. There was no apparent patient involvement.